Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ent450 17845-5c-aw rev a 10/17 checking your blood glucose 4 / page 36 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 17 mmol/l (288 mg/dl) while wearing the pod between 4 and 24 hours on the arm. The patient was asleep when this occurred and when he woke up he administered a total of 8.75 units of insulin, which lowered his bg levels to 12 mmol/l (216 mg/dl). As the patient's bg levels continued to swing between 12 mmol/l (216 mg/dl) and 17 mmol/l (288 mg/dl), the patient decided to remove the pod. Upon removal it was noted that the cannula appeared bent. A new pod was applied to treat the hyperglycemia and the patient's bg levels reduced to 4-8 mmol/l (72-144 mg/dl); which was normal for him.